Manufacturer narrative:
Initial reporter facility: (B)(6) college. Initial reporter zip/postal code: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2022. The device appeared good and it was noted that there was no difficulty experienced upon setting up the device. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed. The device was observed under magnification, and the handle did not have marks of trip wire secured. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, it was determined that only the handle assembly did return. Under magnification, it was observed that the handle did not have marks of trip wire secured. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly and contributed to an inaccurate deployment of the bands. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2022. The device appeared good and it was noted that there was no difficulty experienced upon setting up the device. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.